Event description:
Customer reported that the cuff deflated. The patient was recannulated with a new tube.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.